Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('embedded into myometrium/essure devices perforating through top of fundus'), fallopian tube perforation ('perforation: fallopian tubes / migration/perforation (fallopian tube(s))'), device breakage ('fragments of essure device'), pregnancy with contraceptive device ('pregnancy/delivered') and caesarean section ('low transverse cesarean section') in an adult female patient who had essure (batch no. 246609, b71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn't undergo confirmation test". The patient's medical history included cesarean section, deep vein thrombosis and pulmonary embolism. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("chronic pain"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, partial removal of the essure devices on (B)(6) 2015). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pregnancy with contraceptive device, caesarean section, genital haemorrhage, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered bladder disorder, caesarean section, device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she received treatment for chronic pain, gen. Abnorm. Bleed, migration, fallopian tubes perforation, bladder/urinary problems. Discrepancy essure insertion date as : (B)(6) 2014. 7 coils on right side seen. 6 coils on left side seen. Partial removal of the essure devices. Essure device and sutured these with 4-0 chromic, imbedding the small amount of residual essure device. I did not contemplate removing these as they were embedded into the myometrium and there was a concern about bleeding. After burying the devices, we could palpate across the surface and they were clearly not able to be seen or palpated. Lot number: 246609, b71772. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs and mr received. Reporter information, lot number added. Events: fragments of essure device, embedded into the myometrium, pregnancy/delivered, low transverse cesarean section, device ineffective, patient didn't undergo confirmation test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('embedded into myometrium/essure devices perforating through top of fundus'), fallopian tube perforation ('perforation: fallopian tubes / migration/perforation (fallopian tube(s))'), device breakage ('fragments of essure device'), pregnancy with contraceptive device ('pregnancy/delivered') and caesarean section ('low transverse cesarean section') in an adult female patient who had essure (batch no. B71772, 246609-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergo confirmation test". The patient's medical history included cesarean section, deep vein thrombosis and pulmonary embolism. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("chronic pain"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy,partial removal of the essure devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pregnancy with contraceptive device, caesarean section, genital haemorrhage, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered bladder disorder, caesarean section, device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she received treatment for chronic pain, gen. Abnorm. Bleed, migration, fallopian tubes perforation, bladder/urinary problems. Discrepancy essure insertion date as: (B)(6) 2014. 7 coils on right side seen. 6 coils on left side seen. Partial removal of the essure devices. Essure device and sutured these with 4-0 chromic, imbedding the small amount of residual essure device. I did not contemplate removing these as they were embedded into the myometrium and there was a concern about bleeding. After burying the devices, we could palpate across the surface and they were clearly not able to be seen or palpated. Lot number reported (246609) is not valid. Lot number: b71772 manufacturing date: 2013-09 expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('embedded into myometrium/essure devices perforating through top of fundus'), fallopian tube perforation ('perforation: fallopian tubes / migration/perforation (fallopian tube(s))') and device breakage ('fragments of essure device') in an adult female patient who had essure (batch no. 246609notvalid, b71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergo confirmation test". The patient's medical history included cesarean section, deep vein thrombosis, pulmonary embolism, parity 4 and multigravida. Previously administered products included for an unreported indication: prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy/delivered"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob") and underwent caesarean section ("low transverse cesarean section"). The patient was treated with surgery (bilateral salpingectomy,partial removal of the essure devices on (B)(6) 2015). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pregnancy with contraceptive device, caesarean section, genital haemorrhage, pelvic pain, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered bladder disorder, caesarean section, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she received treatment for chronic pain, gen. Abnormal. Bleed, migration, fallopian tubes perforation, bladder/urinary problems. Discrepancy essure insertion date as : (B)(6) 2014. 7 coils on right side seen. 6 coils on left side seen. Partial removal of the essure devices. Essure device and sutured these with 4-0 chromic, imbedding the small amount of residual essure device. I did not contemplate removing these as they were embedded into the myometrium and there was a concern about bleeding. After burying the devices, we could palpate across the surface and they were clearly not able to be seen or palpated. Lot number reported (246609) is not valid. Lot number: b71772, manufacturing date: 2013-09, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Reporter information, patient details, medical history, event "dysmenorrhea cramping)" and onset date for the events "chronic pain, pregnancy/delivered" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('embedded into myometrium/essure devices perforating through top of fundus'), fallopian tube perforation ('perforation: fallopian tubes / migration/perforation (fallopian tube(s))') and device breakage ('fragments of essure device') in an adult female patient who had essure (batch no. 246609notvalid,b71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergo confirmation test". The patient's medical history included cesarean section, deep vein thrombosis, pulmonary embolism, parity 4 and multigravida. Previously administered products included for an unreported indication: prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy/delivered"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob") and underwent caesarean section ("low transverse cesarean section"). The patient was treated with surgery (bilateral salpingectomy,partial removal of the essure devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pregnancy with contraceptive device, caesarean section, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered bladder disorder, caesarean section, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she received treatment for chronic pain, gen. Abnorm. Bleed, migration, fallopian tubes perforation, bladder/urinary problems. Discrepancy essure insertion date as : (B)(6) 2014 and (B)(6) 2014. 7 coils on right side seen. 6 coils on left side seen. Partial removal of the essure devices. Essure device and sutured these with 4-0 chromic, imbedding the small amount of residual essure device. I did not contemplate removing these as they were embedded into the myometrium and there was a concern about bleeding. After burying the devices, we could palpate across the surface and they were clearly not able to be seen or palpated. Lot number reported (246609) is not valid. Lot number: b71772 manufacturing date: 2013-09 expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2021: pfs received- outcome of the event pelvic pain and cramping were updated from unknown to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain"), bladder disorder ("bladder / urinary prob") and urinary tract disorder ("bladder/urinary prob"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, fallopian tube perforation, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she received treatment for chronic pain, gen. Abnorm. Bleed, migration, fallopian tubes perforation, bladder / urinary problems. Discrepancy essure insertion date as : (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-sep-2019: pfs received: this case become incident. Event injury was replaced by specific events: migration, perforation: fallopian tubes, chronic pain, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), bladder / urinary prob. Patient date of birth added. Essure removal date was added. Essure insertion date was updated. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.